Manufacturer narrative:
H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: the system was taken out of use as instructed by customer service advisory notification (csan) xp017/24/s which began distribution to affected customers on 07/02/2024. Siemens initiated recall res# 94948, which was submitted to the FDA on 07/05/2024 for potential problems with the support arm of select system ceiling displays or wall displays. Manufacturers preliminary analysis: the root cause for the issue has not yet been determined. The investigation is ongoing. The root cause will be communicated via res# 94948. Corrective and or preventative actions via resolution updates xp018/24/s and xp019/24/s. These updates are anticipated to be released in september 2024. This system will be addressed. Siemens will not submit a supplemental report because the issue and the complaint system status will be addressed via res# 94948 reports.

Event description:
Siemens healthineers was notified of an issue with the luminos agile max system. Feedback was received that there are issues with the installation of the display ceiling suspension at the customer facility per siemens healthineers customer safety advisory notification xp017/24/s. No injury was communicated. Additional information was not provided. It is assumed that in a worst-case scenario, if the support arm had been used further without noticing the issue, a serious injury could result if a person was located beneath the display monitor during adjustment and the support arm lowered. Injury could be sustained from falling equipment.